Manufacturer narrative:
Follow-up #1 date of submission 01/29/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/16/2014 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up keypad button was intermittently responsive. There was evidence of keypad contamination found under the up, down, and contrast key contacts. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. A battery compartment crack was discovered during evaluation.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the arrow buttons were intermittently unresponsive and required multiple presses to work for several weeks. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.